Event description:
It was reported that during an anterior resection for rectal cancer procedure, when the normal procedure is performed the stapling fails. The equipment and anvil are within the abdominal cavity with open staples. The surgical plan was changed. A colostomy was performed to the patient.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable. Was the procedure done open/laparoscopically? What device was used for the proximal and distal transaction? What color reload? How was it confirmed that all of the desired tissue was captured? What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device). How was the purse string placed, by hand or with an assist device? If an assist device, what product? Were there any purse string issues? Who did the purse string step? The analysis results found that the cdh29 device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. Only casing half breakaway washer was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.